Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation; therefore, the exact cause of the reported malfunctions could not be conclusively determined. A design change of dr board was done and shipped out on june 14, 2018 (ntsc). This device was manufactured before the countermeasure by the operational amplifier circuit design change of the dr board, and it is likely that the reported issue occurred due to the failure of the operational amplifier. It is unclear whether this design change will involve the event pointed out. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was inspected found no image on 180's scope due to loose video connector unit latch. Additionally, unit has older software version and there is a dent (pip) picture in picture connector. The unit was repaired, tested pass all functional tests pass electrical safety test and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera iii video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a no image malfunction as there was no image with 180 series type endoscopes. There was no patient involvement reported.